Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the plastic by the cartridge was warped and they did not feel safe to use the device. The caller could not recall any significant events leading to the issue. The caller also reported that the customer was hospitalized although it was unknown if it was for low or high blood glucose levels. The customer's blood glucose level was unknown. The caller was informed that the device would be replaced. The caller was unable to troubleshoot and also declined due to not having the device nearby. The caller kept getting upset and would not provide any information on the hospitalization or how the device became warped. Nothing was replaced or returned.